Event description:
It was reported that prior to an inservice lab with a doctor and or staff of new navio users, the navio froze during the gap assessment phase. Registration went fine and then on planning it was noticed that more points needed to be collected on the posterior lateral condyle. Procedure went back to collect more points and then resumed planning. After planning and then clicking the bottom left icon to proceed to gap assessment, the screen froze so it could not be clicked out of the gap assessment screen. The virtual joint would move when moving the saw bone leg, but the foot pedals nor the screen would work. It was unable to click the power button on the screen to close out of the case either, so navio had to be manually shut down and restarted.